Event description:
It was reported that during a remote follow up, oversensing, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and cardiac perforation was observed. A revision procedure was performed and the rv lead was repositioned. No additional intervention was required. The patient was in stable condition.